Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the screen on her insulin pump is cracked and bleeding. The device was beeping and customer could not read the screen. The screen is shattered in the top. Customer does not know how it happened. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 122 mg/dl. Nothing further reported.